Manufacturer narrative:
The lot number was not provided: therefore, the device history records could not be reviewed. The investigation is currently underway. The information represents all of the known information at this time.

Event description:
It was reported that the pt balloon leaked at the proximal end of the catheter during the first inflation in an a/v fistulogram. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.